Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to an unreported cause. The cause of peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies, and routes were not reported). Two weeks after the onset of the peritonitis, the patient passed away due to an unreported cause. The patient was not recovered from the peritonitis event at the time of death. It was not reported if an autopsy was performed. The action taken with dianeal therapies was not reported. No additional information is available.